Event description:
Follow-up to the care facility where the patient lived provided that the cause of death was pneumonia, and provided it was not related to vns.

Event description:
It was reported by a case manager after routine follow-up for end-of-service that a patient was deceased. An online obituary provided that the patient died suddenly on (B)(6) 2015. Additional relevant information has not been received to-date.